Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2016, ventricular sensing integrity counts up to 153; non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing. Right ventricular lead integrity alert, rv lead integrity warning occurred on (B)(6) 2016 and for sensing integrity counter greater than 30 in 3 days and two more high rate non-sustained tachycardia episodes. There was an r-wave amplitude measurement issue. R-wave amplitude has been varying since (B)(6) 2016. Current measurement is 7.125 mv. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had noise and undersensing. The lead was capped and partially explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo ,the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.